Event description:
Customer called reporting she had been experiencing chest pain, dizziness and lightheadedness for a few days and at one point she thinks she had a seizure of unknown etiology. She stated that she was unable to test her glucose level due to delay in setting meter up.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete.